Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician/nurse to our local affiliate (B)(4). This case involves a (B)(6) female who first received poly-l-lactic acid (sculptra) therapy starting in (B)(6) 2008 for an indication of "skin". Concomitant medication and relevant medical history was not reported. On (B)(6) 2007, poly-l-lactic acid 4 ml was applied in one spot and 2ml in another, both in the chin area and had no problem. Lidocaine was injected and the physician is investigating a possible lidocaine allergy or possible poly-lactic acid allergy. On (B)(6) 2008, the patient received her second treatment. She again received a total of 6mls. On (B)(6) 2008, she presented to the office with this "nodule effect". The female had "nodules/granulomas swollen like grapes and one the size of a walnut". Event outcome is ongoing. Reporter's causality: not specified.